Event description:
Consumer reported complaint for e-2 error and high blood glucose test results. Wife is calling on behalf of the customer. During the call, a blood test was performed by the customer non-fasting and produced test result of 572mg/dl using true metrix meter; customer was concerned with the result obtained. The customer¿s expected blood glucose test result range was not disclosed. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/23/2023 and open vial date is (B)(6) 2022 .at the time of the call the customer reported symptoms of extreme thirst and feeling sleepy. Wife stated that she will retest his blood sugar in 2 hours when he is fasting and that she was going to contact customer's hcp.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 29-apr-2022 to ensure that the customer's condition had improved- able to establish contact with customer who stated he was feeling well and did not currently have any diabetic symptoms. Customer went to ER (B)(6) 2022 due to the symptoms reported at the initial call. Customer's blood glucose test result at the hospital was 585 mg/dl fasting pm. The diagnosis was hyperglycemia and customer stated that they gave him insulin. He was discharged the next day (B)(6) 2022 and the doctor prescribed him metformin and recommended he follow up with his hcp. Note 2: manufacturer contacted customer in a follow-up call on 06-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had not yet received the replacement product. Note 3: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 20-jun-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058:user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.